Manufacturer narrative:
(B)(6). Information on the device type, lot number, serial number was not provided. The petition also does not provide any information on other devices used concurrently. The device(s) alleged to have been used were not returned to myelotec for evaluation and investigation.

Event description:
Annular tear; dural puncture; right lower extremity pain; weakness in right foot and leg. This event arises from a lawsuit filed against treating physicians, operating surgeons, employer/facilities, and related healthcare providers. The lawsuit refers to a female patient that underwent a procedure her physicians referred to as "epidural laser discectomy" or "accurascope." Plaintiff's counsel contends the healthcare provider defendants utilized unspecified myelotec products in the subject surgery. The patient's pre-operative medical history included diagnoses of lumbar herniated nucleus pulposus; lumbar radiculopathy; lumbar degenerative disk disease; and lumbar spondylosis. Plaintiff's lawyer attributed the events to the patient's treating surgeons and other healthcare providers. Unspecified myelotec product(s) were allegedly modified/altered by those persons and utilized in patient's procedure in an off-label manner.